Event description:
Hill-rom received a report from the account stating the left siderails is not latching. The bed was located at the account in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hill-rom tech support found the siderail not latching due to a damaged center arm assembly. A search for the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.